Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 18x1-1/2 ll eclipse was loose. The following information was provided by the initial reporter: "the needle was dispensed and at the time of use it was evidenced that the needle package had the needle body loose".

Event description:
It was reported that bd needle 18x1-1/2 ll eclipse was loose. The following information was provided by the initial reporter: "the needle was dispensed and at the time of use it was evidenced that the needle package had the needle body loose".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 18x1-1/2 ll eclipse was loose. The following information was provided by the initial reporter: " the needle was dispensed and at the time of use it was evidenced that the needle package had the needle body loose."

Manufacturer narrative:
H6: investigation summary: photos received for investigation, upon visual inspection needle pulled out of hub and missing needle is confirmed. Through the analysis of the lot history, it was evidenced that all the traction tests of the assembled needle lots used in the packed lot were performed according to the established frequency and all the results passed. According to the maintenance orders the possible root cause for the incident was the failure of the exit sensors (which discard the non-compliant material and the failure to assemble the cannula after changing the operation). Corrective actions were taken after the incident was made evident. H3 other text : see h10.